Event description:
It was reported that during a da vinci si prostatectomy procedure the surgeon noted while performing (B)(6) stitch that the large needle driver instrument had a broken cable at the wrist. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a broken cable. The one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damages on the surface and the edge. Engineering concluded the edge damage was likely due to excess force contact with the cannula. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.